Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 7753500, 510k #k082728, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion surgery from c4-t2 due to vertebral tumor. Intra-op, while final tightening was being performed for the mas cross link set screw, the cross link was placed and the mas cross link locking screw was provisionally fixed, and when an attempt was made to perform the final tightening, the doctor felt strange. When the doctor made a check, it was found that the upper part of the right mas cross link set screw had been broken off. After removing the left locking screw, the cross link was removed. As the right mas cross link set screw had been broken off, a locking screw was placed and were removed together. The cross link was unable to be removed with the locking screw and the top of the mas cross link set screw attached, so the new cross link and mas crosslink set screw were opened and placed. The same event occurred on the contralateral side. Here the cross link was reused because the locking screw could be removed from the damaged part. No patient complications were reported. There was a delay of less than 60 min in overall procedure time as a result of this event.